Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle the ecr60g cartridge reload was received for analysis with no visual non-conformances and partially fired. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. Event could not be confirmed as no device was received for analysis.

Event description:
It was reported that during an unknown procedure, the surgeon felt difficulty at the second firing, the firing trigger could not be rebounded automatically. The surgeon used their hand to open the firing trigger and fired the third time, but it could not be anastomosed. At last, the surgeon changed to use another device to complete the procedure. There were no adverse consequences for the patient. Additional information: when the device did not perform the anastomosis, did the device cut? Yes. Did the device staple? Yes. Were malformed staples present/ no. Was there an incomplete staple line/ yes. On what tissue type was the device used? At what location on the tissue? Lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. During which stroke did the event occur? The 2nd. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near the staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing with the higher force. Using after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Using the hand releasing button. Was there any difficulty removing the device from the tissue? No.